Event description:
It was reported that during a diagnostic ion lung biopsy procedure an e315 unsupported scope error was produced while using light source and thus no image was produced on the scope. Reportedly troubleshooting steps were conduced on a call and the procedure was cancelled while the patient was sedated with general anesthesia. The procedure was subsequently rescheduled and later completed successfully under general anesthesia. No patient harm reported.